Event description:
It was reported that as the physician was deploying the stent, the first tines of the stent came out but the stent could not fully deploy. The device was removed from the patient and another stent was successfully implanted. There was no reported clinical consequence to the patient.